Manufacturer narrative:
H.6. Investigation summary: one photo was provided. It shows the bottom part of a syringe. It does not have packaging flow wrap. The tip cap has two stains. From the photo we can¿t confirm if it is embedded. While a definitive root cause could not be determined, the foreign matter could be from the tip cap molding process or it could be from the assembly process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see section h.10.

Event description:
It has been reported that one 10 ml bd posiflush¿ normal saline syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: when the package is opened, there is black foreign matter on the surface of tip cap.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 10 ml bd posiflush¿ normal saline syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: when the package is opened, there is black foreign matter on the surface of tip cap.